Manufacturer narrative:
As of 02/24/2025 returned product and retained samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details. UDI notes: the expiry date is not present on device label.

Event description:
On the initial report received on 01/15/2025, the consumer stated that he used the product on his skin and broke out. On the completed cir received from the consumer on 01/31/2025, he states that his skin turned red and irritated. Per cir, the consumer applied some triamcinolone acetonide cream. The consumer states that the issue was with the tape or adhesive area.